Event description:
The customer reported to bsc that during a hemostasis procedure within the stomach of a female pt (age unk), the resolution clip would not release from the catheter during deployment. After several attempts of releasing the clip were made, the device was pulled away from the tissue and the bleed site was treated with an adrenalin injection which arrested the bleeding. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.